Event description:
It was reported that the ventricular lead exhibited high thresholds. The lead had perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.